Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00931. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. As a result, the patient underwent surgical intervention to have their system explanted on (B)(6) 2017.